Manufacturer narrative:
The device involved in the reported incident was not available for evaluation. An investigation has been completed based on the reported info. The holes created by the self-tapping screws were not deep enough for the screws to be fully advanced and fully seat in the implant. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated during cervical spine surgery, the surgeon had difficulty with the screws not fully seating in the implant. The surgery was completed with no harm to the pt, however the case was delayed 1.5 hours.